Event description:
According to the initial reporter: biliary stent placed in dec 2021 to treat benign biliary stricture due to liver transplantation. At 90 days post-procedure, the patient experienced biliary stricture, noted as stent-induced stricture. The stricture was treated with balloon dilation. The site noted the event as related to the study stent with comment ¿stent-induced stricture.¿ additionally, the site provided this information: ¿from repeat ercp report: a single localized biliary stricture was found in the common hepatic duct (4mm in length). The stricture was benign appearing (likely stent induced). There was no stenosis noted in the common hepatic duct following dilation.¿ additional procedures performed at same time as study stent placement: balloon dilation stone retrieval.